Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated three months ago, he developed an infection at the sensor insertion and adhesive site on the left-side of his abdomen. The area was red and tender to the touch. He cleansed the area with alcohol and applied antibiotic ointment (neosporin) to the area on (B)(6) 2019. Once it healed, he reported a scar occurred in the outline of the adhesive patch. Additionally, he stated that he has not used the dexcom system for three months until (B)(6) 2020. No additional patient or event information is available.